Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer¿s stylus was intermittently unresponsive. It was also confirmed that the electrocardiogram connector was loose. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was intermittently unresponsive. It was also reported that the electrocardiogram (ECG) port was broken and required pressure to get a signal. The programmer was returned for service. No patient complications have been reported as a result of this event.